Event description:
During an atrial fibrillation procedure, it was noted that blood was leaking from the hemostasis valve on an agilis 13f sheath. It was noted that the dilator and transseptal needle was inserted into the sheath prior to the leak. The sheath was exchanged, and the procedure was completed with no adverse consequences to the patient.